Event description:
The pt was bilaterally implanted with smooth saline prosthesis on 6/13/96 and on 6/13/96 and it was subsequently noted by a physician that asymetry and displacement had effected both prosthesis and they were removed on 4/17/97.